Event description:
Patient was revised. Reason for revision is unknown at this time.

Manufacturer narrative:
Litigation papers allege that the patient suffers pain and suffering and had high concentrations of various metallic elements in his blood as a result of the asr hip implant and was revised with another hip prosthesis. There is no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.